Manufacturer narrative:
(B)(4). Batch # m54g01. The analysis found that one psee60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The manual override system was reset and the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a robotic prostate and bladder procedure, the gun was working without issue and then on the third firing the gun locked and was stuck on tissue. The surgeon couldn't open the stapler. It was reported the reverse button didn't bring the knife blade back. Then they tried the manual override and it was reported that didn't work either. The surgeon cut the stapler out using a pair of laparoscopic scissors and continued the case with another like device. The procedure was delayed five minutes. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.